Event description:
It was reported that receiver reinitialization occurred. Product was provided for investigation. An external visual inspection was performed and failed due to usb connector damage. Receiver boot and charge were performed and failed. No receiver log was downloaded. An initialization issue was not found within the investigation window. The allegation was not confirmed. However, an unexpected receiver shutdown was found in connection to the reported allegation. The probable cause of the unexpected receiver shutdown was determined to be usb connector damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).